Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 412 mg/dl. The customer went to the emergency room (ER). An insulin injection and intravenous fluids were administered to address the bg level. The contact did not think the pump was delivering insulin and was the cause of the high bg. Upon follow-up with the customer, the cause of the high bg was not known and the bg level was 300 mg/dl upon leaving the ER. The contact had since instructed the customer to use insulin injections to address the high bg levels.